Event description:
The facility representative reported the device infused faster than the rate it was set at. The medication being infused was metronidazole/ns. Reporter stated that no injury is reported and the rate of infusion is unknown. No additional information.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary:the pump was evaluated by a baxter service technician. The reported condition was not confirmed. Accuracy tests were performed and all values are within specification. During service, the technician discovered a broken door. Review of the complaint history reveals similar reports have been received for this product for the reported issue of broken door. This issue is being investigated under CAPA.